Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A non-conformity report had been opened in order to further investigate and address this issue for further details. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
Customer noticed, that the threads of attachment of the rotator cuff in the proximal humerus, which are pulled through the plates, rupture. It is an axsos3 proximal humeral plate. Unfortunately, there is no specific information as to which plate is used. No specific event known. It is a general complaint. Sales rep confirmed that surgeon uses arthrex threads.